Event description:
The device was implanted in 2001. 8 months later the facility's director, cardiothoracic transplant informed the MFR's rep of the following: the pt was in the hospital complaining that the pump did not sound right. Data from the pt had been taken earlier in the week which demonstrated that the pump was using twice as much power as normal. The pt was checked for outflow obstruction, but that was negative. The pt was extremely nervous that the pump was going to stop at any moment. The MFR's rep advised the physician that there had been an alarm for a low beat rate and the pump had probably stopped briefly. The physician was informed that they should be ready to hand pump and possibly place the pt on pneumatic console. The physician contacted the perfusion department to place the pt on pneumatic console. The pt was placed on the pneumatic console, but was not hemodynamically stable. Pt was placed back on electric for a short period until the pump stopped. The pt was once again placed on pneumatic console, but was symptomatic. As a result, the pt was returned to the o.r. For replacement of a new ve pump. No further details were provided.